Event description:
It was reported that during a robotic sigmoid procedure the device misfired, almost tearing the tissue with no staples being deployed. A white washer fell into the patient but was retrieved. The case was converted to open in order to take down more sigmoid in order to attempt to redo the anastomosis. The case is currently ongoing.

Manufacturer narrative:
(B)(4). Batch # 558a70. Additional information received: rep reported that white washer did not fall within patient, it was still on anvil although it was cut. Case converted to open, switched devices to repair anastomosis. Additional information was requested, and the following was received: what were the indications for surgery? What surgical procedure was performed? Davinci robotic colostomy reversal. What is meant by ¿misfired¿? The stapler cut tissue, but failed to staple tissue. Are there any pictures of the device available? Attached is a pic of the breakaway washer. The device was mailed in. Did the patient receive any preoperative chemotherapy or radiation? What healthcare professional fired the device and what is his/her experience with the device? Dr. (B)(6) very experienced. Did the healthcare professional receive audible & tactile feedback when firing the device? They indicated that ¿it appeared the device fired like normal. However, after noticing the breakaway washer did not transfer into the housing on the stapler, they then suspected something was wrong. Were the donuts inspected? Yes, the donuts looked normal. What is the current status of the patient? I don¿t know about current status, but know the procedure was completed by going open and they ended up using a competitive 28mm stapler. Per photographic evaluation: this is an analysis of a photo submitted to ethicon endo surgery for evaluation. During the visual analysis, the following was observed: the photo shows a cut washer (casing half washer) on a tyvek of a device of 29 mm. Based on the photo review, the event described cannot be confirmed, however, no conclusion or root cause could be determined. Please refer to the device analysis for full analysis details and conclusion. Device analysis: the product was returned to ethicon endo-surgery for evaluation. Visual inspection and functional testing were conducted on the returned device. Visual analysis of the returned sample revealed that the ecs29b device arrived with no apparent damage. The breakaway washer was present and cut and there was no staples present, indicating that the device achieved a full firing stroke. In addition, the casing half washer was received inside of a plastic bag. Also, the washer and knife were noted to have nicks; this damage is consistent when the device is fired over an already existing staple line, hard object, or thicker tissue than indicated. The device was reloaded with staples, a new washer was placed on the device and it was tested for functionality. It fired and formed all the staples as well as completely cut the test media and the breakaway washer without incident. The staple line was complete, and the staples meet the staple form release criteria. As part of ethicon endo surgery¿s quality process, all devices are manufactured, inspected, and released to approved specifications. Although no conclusion could be reached on the cause of the reported event, the instructions for use do contain the following caution: if excessive force is required to close the device, this may indicate there is too much tissue or thickened tissue in the device. Attempting to fire the instrument in this condition may result in poor staple line integrity with possible leakage or disruption. In addition, instrument damage or failure may result. The event described could not be confirmed as the device performed without any difficulties. A manufacturing record evaluation was performed for the finished device batch number, and no non-conformances were identified.